Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer reference number: 3006705815-2022-01491. It was reported that lead migration was observed and leads did not move in spinal column. One of the patients leads migrated through the skin at her spine and was visible outside of her closed incision. There was no soreness or infection observed. As a result, the entire system was explanted.